Event description:
It was reported that the pt underwent an aortic valve and ascending aorta replacement. The entire graft was used for blood transmission from the right axillar artery. It was reported that after starting blood transmission, oozing occurred from all around the graft surface. The procedure was prolonged by 15 minutes. The graft was continuously used for blood transmission and there was no reported pt injury.

Manufacturer narrative:
Results: a remaining fragment of the complaint device was sent to an outside lab for scanning electron microscopy analysis. Method: a review of the device history records, including collagen coating records, indicated that the graft was processed and inspected according to procedures and no anomaly was found. Specifically, the review of the water permeability testing at 120 mmhg as per iso 7198. The test results indicated a value well within product specs. Conclusions: please note that the device was not used in an approved indication. The investigation is still ongoing. A f/u report will be submitted after completion of the investigation.